Manufacturer narrative:
An investigation of the complained items were reviewed and found that one locking cap is still assembled in the screw head with a rod portion also still in place (the rod has been cut by the surgeon to be explanted). The tip of the t25 screwdriver is broken and remains inside the locking cap. One screw head presents a portion of one of the tulips broken in several pieces and the correspondent rod portion was also retrieved and reported. The remaining tip of the t25 driver was removed of the first screw and a functional test was performed. There was a problem removing locking caps. No product fault could be detected. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient had a l4/5 spondylolytic spondylolisthesis. On (B)(6) 2012, the doctor performed ps reinsertion for prevention following a surgical procedure. In order to remove the matrix screw, the doctor removed the locking cap. At that time, the doctor broke the screwdriver shaft and part of the broken piece remained at the start drive of the locking cap. Removal of the locking cap became impossible. Finally, the doctor could take out the screw after he cut the rod using rod cutter. This is report 4 of 5 for file (B)(4).

Manufacturer narrative:
This device is intended for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.